Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 16497401, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing burning pain in his lower extremities whether the stimulation was turned on or off. The physician was not certain if the burning sensation was device related. The patient underwent a revision procedure wherein the leads, lead splitters, and clik anchor were explanted and new leads were implanted and relocated. The patient was reportedly doing well postoperatively.